Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to trouble shoot the device. Tac instructed the customer to check the cables and to switch on pip in the cv-190. Afterwards, image was obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video system center image was not showing up. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Unsuccessful attempts were made to obtain additional information regarding the reported event. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the malfunction occurred due to the picture in picture being turned off. Olympus will continue to monitor field performance for this device.